Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer experienced no symptoms. Blood glucose at the time of the admission was 800 mg/dl. The customer was treated with an IV drip of insulin. The customer was wearing the insulin pump during the hospitalization. Customer's blood glucose level was 245 mg/dl at the time of the call. The insulin pump will not be returned for analysis.